Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that their symptoms were not as well control as they were on the first day after implant. The patient noticed the decrease 2 days after implant and the change was sudden. Patient status is not known at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.